Event description:
It was reported that the customer was hospitalized due to low blood glucose of 16mg/dl. Troubleshooting was performed. The customer was in a football game and she had been running low all evening. Her blood glucose was treated with food and fluids, but her glucose level could not be stabilized. The caller also mentioned that the customer is in the band and when she walked onto the field she was 73mg/dl, but later it dropped to 47mg/dl. Then the customer went to sleep and woke up with low blood glucose of 25mg/dl. The programming in the insulin pump was correct. The caller mentioned that the customer did not have a reservoir in the device. It was stated that the insulin pump was not exposed to a high magnetic field. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.